Event description:
It was reported that the zimmer skin graft mesher skin does not pull through, the device will not ratchet. There was no patient harm or delay reported, and the procedure was completed with an alternate mesher.

Manufacturer narrative:
(B)(6) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 10/14/1999 and was last repaired on 08/09/2011. Evaluation of the device observed the wear to the right end of the roller and stripped threading from the set screw was observed. Customer returned a cutter which displayed nicks. The ratchet did not function and the set screw was over tightened and exposed on the interior of the ratchet gear. The device was outside calibration specifications on the left side, and the ratchet gear would not turn and that the comb and side plates were damaged. Customer did not return any carriers for evaluation. Improper handling by the user and lack of preventative maintenance most likely caused damage to the ratchet gear, which most likely caused the customer's reported event. A non-functioning ratchet could prevent the device from properly pulling the graft through to mesh. Additionally, lack of preventative maintenance and improper handling most likely caused the damage to the comb and side plates. The device was serviced and returned to the customer.